Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: 2016-103688.

Event description:
A facility representative reported a patient with poor vision after having intraocular lens (iol) implant. The lens was exchanged. The surgeon reports the patient's vision is better following the exchange.